Manufacturer narrative:
Correction, h4: device manufacture date: 10/28/2022 to 11/04/2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up the pd nurse reported that the patient did not have peritonitis in january due to minicaps and that the patient did not currently have peritonitis. Both hospital admissions were due to complications from a urinary tract infection (uti). The patients uti was not related to baxter products. Based on additional information received, the minicap was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unspecified date, the patient was hospitalized for the peritonitis. The cause of the peritonitis was possibly due to the use of minicaps that the patient used. It was not reported if the patient was treated for the peritonitis event. The action taken with pd therapy, or the patient outcome were not reported. No additional information is available.

Manufacturer narrative:
Correction for b5: the events of peritonitis was not related to baxter¿s peritoneal dialysis (pd) solutions devices or disposables but was possibly due to the use of a recalled lot of minicap by the patient. At the time of this report, the patient outcome was not reported. Correction/removal report number - 1019003-02/01/2023-001-r. Should additional relevant information become available, a supplemental report will be submitted.